Event description:
It was reported that a patient experienced a myocardial infarction and subsequently passed away coincident with automated peritoneal dialysis therapy. The cause of the myocardial infarction was unknown. Treatment for the myocardial infarction event was not reported. The cause of death was reported to be myocardial infarction. On the date of the myocardial infarction, the patient was hospitalized for the event. The patient was discharged after three days and passed away on the day of discharge, after the patient had left the hospital. It was not reported if an autopsy was performed. On the same date as the date of death, extraneal and physioneal therapies were discontinued and it was not reported if the patient was connected to the baxter healthcare device and/or performing therapy with baxter healthcare disposables and/or baxter healthcare solutions at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation and the serial number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.